Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, serial/lot #: (B)(6), UDI#: (B)(4), h3, h6; a medtronic representative went to the site to test the equipment. The camera was replaced and the system then passed testing. Codes b01, c08, and d02 are applicable to this analysis. The camera, lot number: p922449, was returned to the manufacturer for analysis. The returned psu had no physical damage. A check of the event log showed many intermittent messages of illuminator current and voltage low. The psu failed an accuracy test (aak) at .279mm with a passing threshold of .250mm. This psu had not been previously returned for a failure. Codes b01, c02, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system said localizer faulted. The amber light was on and not blinking. The green light was off. There was no patient involvement. The network device interface (ndi) toolbox stated "illuminator hardware fault. Return for service." Going to "file" and resetting to factory defaults did not change the situation. Attempting to take a photo with the camera by using the camera iconlikewise did not change the situation. A hard reboot was performed, but this also did not resolve the issue. There was no patient involvement.